Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use perclose proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, the suture could not be pulled out when the plunger was withdrawn from the suture storage device. The device was removed and hemostasis was achieved using manual compression. During device evaluation on 11/27/2007, a posterior foot break was found. There were no adverse pt sequelae. No additional info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found that the suture was partially exposed. The link was normal. A posterior foot break was observed. No striking marks were observed around the posterior foot slot. Both needles remained in the pockets and were undisturbed, revealing that a bilateral cuff miss had occurred. A root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.